Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that while reviewing how to  turn therapy off for MRI scan, the patient (pt) stated that when they synced with their ins on call, therapy was already turned off. The pt then turned therapy on at program 2, 5.5v and that's when they felt "an electrical surge" to their "hip area" where the ins is located and also in pt's "bladder area". The pt stated on the call that they were considering having the ins removed because they didn't notice a difference with therapy being off. Patient services redirected the pt to their hcp to further discuss this. The pt stated they were no longer feeling symptoms noted above and stated they were only felt that when pt initially turned therapy on. The pt confirmed feeling stimulation comfortably at setting above at end of call. Patient services reviewed to decrease stimulation if it ever becomes uncomfortable.